Manufacturer narrative:
Diopter: -08.00. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 -08.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The lens tore/broke during injection/delivery into the eye. The lens was removed on (B)(6) 2016 during the same procedure and replaced with another lens, same model and size the next day (B)(6) 2016. This resolved the problem. No adverse event was reported. Last visit on (B)(6) 2016, ucva was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the lens. Visual inspection found the haptic torn and foreign material (plastic) on the lens surface. (B)(4). There was no break in the material due to material integrity. (B)(4).